Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Surgeon reported that a pt presented with a recurrent hernia. The pt was returned to surgery. The surgeon reports that the pt's bowel came through the mesh. A bowel resection and repair was performed. No further information was provided.